Manufacturer narrative:
Product code: dre. Concomitant devices: merit medical en snare, osypka catcher snare. PMA/510(k): k141148.

Event description:
According to complaint (B)(4) identified in (B)(6), an adverse event occurred involving a cook evolution 13 fr device. It was reported that strong adhesion was observed near the tip of the lead within the right ventricle of patient and the lr-evn-13.0-rl was inserted into the left subclavian artery. Prior to use of lr-evn-13.0-rl, lr-evn-11.0-rl and lr-tss-11.0 cook devices were used during procedure as well. Additionally, osypka¿s catcher snare was inserted at the femoral artery. As stated by the complaint; ¿the user tried to keep the evolution and lead aligned while grabbing the lead with the snare¿. During this time the lead broke and the tip of lead remained inside patient, using merit medical¿s en snare and osypka¿s ross capture of the lead tip was attempted but failed. After aborting procedure, user confirmed decreasing blood pressure and cardiac tamponade occurred. After pericardial drainage, the bleeding site could not be identified. It was reported that no heart surgeon was on duty that night, but user judged that it was a safer option to open the chest to stop bleeding. The bleeding site was then confirmed in the right ventricle with hemostasis successfully resolved. Sales rep's comment(he attended the procedure): after starting to use the lr-evn-13.0-rl , the doctor seemed to struggle to move the device forward, so it felt like the doctor had damaged somewhere in the patient's heart. However, since the blood pressure dropped over time after the lead was removed, it is unknown at what timing and which device had a major impact on the damage.